Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) confirmed that the connection had been fully seated, and the issue was resolved by reseated. During diagnosis, the drawer was tested in hardware test application and passed successfully. The customer confirmed that the drawer was functioning properly afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, issue with one of the pyxis where cubie drawer failed. There were no adverse events or injuries reported based on this event.